Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). Troubleshooting was performed. The customer was able to clear the alarm. The customer received a request to rewind the pump and was able to complete the pump rewind. The customer was advised to perform a self test and the test was passed. The customer reported no adverse event. The event involved product(s) mmt-1712k. The customer reported receiving battery failed alarm. The customer reported that the battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1712k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current measurement, sleep current measurement test and self-test. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 05/26/2024 17:46:21.000, fault 58: 05/26/2024 17:04:52.000, fault 73: 05/22/2024 23:11:00.000 and fault 104: 05/22/2024 20:52:00.000 were found in the history files or traces. Pump error 53 alerted on 05/26/2024 17:06:20.000. Pump error 53 alarm due to software error (line number = 5632 and file number = 2005). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, lcd assembly and lcd flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads cracked. Failed battery test was not confirmed. Pump error 53 alarm due to software error. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.